Event description:
Customer reported device base unit was melted. Customer cleans with alcohol pads but was not sure the last time it was cleaned. No treatment was given. A request was made for return product and replacement product was sent.